Event description:
It was reported that the device notified the paramedic that there was something wrong with the electrode connections and the device could not be used to defibrillate the patient. It was indicated that 5 to 10 minutes later, another external defibrillator was available and the patient was defibrillated; however, the patient was not resuscitated.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA (B) (4).